Event description:
It was reported that the camera head had no image on the screen and the cable was stripped in several sections. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. It has a leak due to a broken cable. No partial or total loss of image has been detected. The most probable cause of the identified failures is problems traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: "never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image on the screen and the cable was stripped in several sections. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted update the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the following led to the malfunction: leakage due a broken cable. A root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.